Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The (B)(4) analysis noted that a suspected short circuit between the rv lead and (B)(4) can caused a power on reset to the(B)(4) during delivery of hv shock. The lead remains implanted.